Manufacturer narrative:
Undetermined or unknown cause. The customer¿s report of set leaked was confirmed. During visual inspection of the set received, it was noted that the vinyl tubing had a slice cut approximately 13 ½ inches away from the drip chamber. The slice cut was measured to be 0.1131 inches long. Functional and pressure testing was performed and a leak was observed from the slice cut in the vinyl tubing. The root cause of the reported leak was identified as being caused by damage on the vinyl tubing.

Event description:
The customer reported that the tubing had a slice at a 45 degree angle cutting transversely. The split was discovered when the tubing was being primed ¿ fluid spurted out. No patient contact reported.